Manufacturer narrative:
(B)(4) - analysis of the pump revealed s2 battery resistance high; the battery resistance waveform test showed a high resistance of 1326 ohms.

Event description:
The pump was replaced. The return paperwork indicated "normal battery depletion". There was reported to be no patient injury and the patient recovered without sequela. The device system was used to deliver baclofen 2000 mcg/ml. The pump underwent routine analysis upon receipt.